Event description:
It has been reported to philips that an error appeared regarding fluoro storage not being possible. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected clinical use of the system was unknow. The philips field service engineer (fse) inspected the system onsite and confirmed that an error appeared regarding fluoro storage not being possible. As part of troubleshooting, fse reinstalled the software for ippc. After re-installed the ippc software the system was returned to good working condition. The codes were updated based on the investigation outcome.